Event description:
It was reported that the patient received inappropriate shocks due to noise on ventricular sense/pace channel. X-ray revealed a strange angle in the lead's body. The lead was explanted.

Manufacturer narrative:
The inner coil was fractured near the tip. The appearance and position of the fracture indicated that it fractured over time due to fatigue. The fracture areas of the inner coil were abraded; this accounts for the inappropriate shock and noise. One of the lead tines was missing.